Event description:
Patient arrived at 2210 with stable vital signs; at 2400, rn hung IV antibiotic. At 2430, care partner found patient unresponsive, with no bp and no respiration. CPR and code blue initiated. Monitor initially showed no palpable pulse in the presence of recordable cardiac electrical activity, pulseless electrical activity (pea). The defibrillator functioned and was plugged in. The defibrillator screen blanked out twice but then came back to reflect rhythm.